Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 200cc mentor memorygel breast implant, catalog #3507200bc, serial #(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 200cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. As a result, an explant in planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on march 23, 2020. When the devices were explanted, bilateral prosthesis replacement with 235cc mentor memorygel breast implants was also performed. The impacted product was received by the failure analysis lab on march 23, 2020. The investigation of the returned device was completed by the failure analysis lab on march 26, 2020. Device evaluation summary: according with the reported information, the patient experienced a rupture of the breast implant. During visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).